Event description:
Per the clinic, the patient was successfully implanted on (B)(6) 2025. However, when the surgeon tried to pull the sheath out, part of the sheath was broken and left inside the cochlea around the electrode array due to resistance. The implanted device remains along with a small part of the broken sheath that was unable to be removed.